Manufacturer narrative:
.

Event description:
After the stimulation was turned on, the pt fell, had trouble speaking, and had headaches. The stimulator was started at 1 volt and was increased to 1.4. The pt was at home. The pt was encouraged to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available. See MFR's report #6000153200802841.